Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented approximately three (3) months postoperatively with a corneal ulcer peripherally in the right eye (od) around the lower cornea. Per report, the corneal ulcer was treated with medication, and improved approximately two (2) weeks later with prolonged corneal opacity. It is unknown if the corneal ulcer recurred due to the surgery, but the report also noted the impression of "(B)(6) ulcer" and the possibility of autoimmunity. Per report, the event has resolved with medication. Through follow-up, the surgeon provided the following additional information. The corneal ulcer was characterized as grade 1 level of corneal opacity (slightly hazy, visible iris and lens) was observed during postoperative examination, and resulted in patient discomfort and pain. Per report, the surgeon believes a history of catarrhal corneal ulcer in the right eye (od) contributed to the recurrence of the corneal ulcer, and may have been triggered by the cataract surgery and subsequent stent implantation. Per report, the corneal ulcer and corneal opacity do not reach the pupil area, and the impact on visual acuity is considered to be small. The report noted the corneal ulcer is unilateral with unknown direct causal relationship, however, onset and recurrence may be increased in patient with a predisposition to catarrhal corneal ulcer. The report reiterated that the event was managed with medications and the patient's most recent status was reported as "corneal ulcer resolved with gradual reduction in corneal opacity".

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Corneal damage and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Corneal damage and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented approximately three (3) months postoperatively with a corneal ulcer peripherally in the right eye (od) around the lower cornea. Per report, the corneal ulcer was treated with medication, and improved approximately two (2) weeks later with prolonged corneal opacity. It is unknown if the corneal ulcer recurred due to the surgery, but the report also noted the impression of "(B)(6) ulcer" and the possibility of autoimmunity. Per report, the event has resolved with medication. Through follow-up, the surgeon provided the following additional information. The corneal ulcer was characterized as grade 1 level of corneal opacity (slightly hazy, visible iris and lens) was observed during postoperative examination, and resulted in patient discomfort and pain. Per report, the surgeon believes a history of catarrhal corneal ulcer in the right eye (od) contributed to the recurrence of the corneal ulcer, and may have been triggered by the cataract surgery and subsequent stent implantation. Per report, the corneal ulcer and corneal opacity do not reach the pupil area, and the impact on visual acuity is considered to be small. The report noted the corneal ulcer is unilateral with unknown direct causal relationship, however, onset and recurrence may be increased in patient with a predisposition to catarrhal corneal ulcer. The report reiterated that the event was managed with medications and the patient''s most recent status was reported as "corneal ulcer resolved with gradual reduction in corneal opacity".

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through further follow-up, the surgeon reported that the corneal opacity was almost resolved at approximately (B)(6) 2022. However, slight corneal opacity remains in the lower nasal side of the operative eye. Reportedly, the patient is being treated with medication.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following information was received. Per report, the patient was treated with medication (hyalein 0.1%) and the patient''s status noted as "recovered" as of twelve (12) month postoperative".

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through additional follow-up, the surgeon reported that the event was treated with medication and was deemed not serious. The report reiterated that the patient''s history of corneal ulcer may have contributed to the event, and the surgery may have triggered the recurrence of the corneal ulcer. The patient''s most recent status was reported as a mild recovery with no adverse effect.